Event description:
It was reported that the patient presented to the or for a lead revision for several episodes of ventricular noise. The noise was reproduced and the pacing lead impedance increased with arm positioning. The pocket was opened to assess the lead to header connector. The physician suspects a device header issue. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The device was tested on the bench and with automated test equipment. No anomalies were found and all test results were normal.